Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer repeating previously reported information. The patient also reported that when they called an answering service on saturday the stimulation was so high and pulsating so badly, and they were in pain. The patient could not get the machine to work and then all of a sudden it stopped. The patient reported that it was on 1.5v, and they never put it on 1.5v, but they were afraid to use the programmer again. The patient mentioned again that it used to shut off, but they did not have a problem with it until (B)(6) because they did not feel stimulation and was trying to adjust stimulation. When asked if they wanted to decrease stimulation on the call the patient indicated they tried it and thought they got it down. The patient also reported they went to the bathroom a little too many times, they felt nothing, and didn¿t know if it was working. When asked when they started going to the bathroom more often, they patient stated it was a couple of days after the machine broke and after they stopped pulsing like a crazy person in (B)(6) 2018. The patient reported that after they called last time on friday, (B)(6), they were sick and had bowel movements in water for 4 days and did not make it to the bathroom. The patient did not know if the device caused diarrhea. The patient got poor communication on the call, and reported that they had poor communication on the last call as well, but it finally worked. The patient was able to connect on the call. Syncing with the programmer showed the ins was on at 1.2v on program 4. The patient was asked if they wanted to decrease stimulation, and they said they did not know. When they pressed the minus button, they got poor communication again. The patient denied a replacement programmer. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 3037, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported on the saturday night prior to the report they were trying to adjust stimulation but could not get the programmer to work so they replaced the batteries and then they were able to use the programmer. A screen with a question mark was reported. Patient reported "all of a sudden without having the machine on my body, I was in pain with pulsations in my bladder." Consumer reported they connected with their programmer and stimulation was at 1.5 "and I usually have it around 90", "never would I put it to 1.5". It is assumed that the patient usually has it at .90v. Patient was "so shaken by the whole thing, my body shook" that they had to take a tranquilizer (zanax .25 mg). Patient reported that for the past year "every time I turned around the machine won't work and then all of a sudden starts working again". Clarification was not provided. Patient also reported that "the first fall I ever had that was really bad was in the middle of my back almost a year ago" and that everything was "corrected." No further complications reported/anticipated.